Event description:
The customer alleged a questionable result for one patient sample when tested using the thyrotropin (tsh) assay. The sample was tested for tsh with a result of 30 uu/ml. On (B)(6) 2012 a new sample was drawn to investigate the previous thyroid panel. The tsh on the new sample was 2.40 uu/ml. On (B)(6) 2012, the initial sample was retested with a result of 1.75 uu/ml. Upon follow-up with the customer, the customer stated they now cannot find the original report of 30 uu/ml and stated they cannot provide any more details regarding the event. The patient was not harmed by any action taken after the first tsh result. The tsh reagent lot number was 169355 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).